Event description:
It was reported that non-sustained rv oversensing was observed. The oversening was a result of failure to capture. It was not true over-sensing. The patient condition was normal. Lead remains implanted.